Event description:
It was reported to covidien on 11/05/2008 that a customer had an issue with a PICC line. The customer reports that a patient had the PICC line inserted in 2008 and 6 days later, the line was noted to be infiltrated with the developement of pleural effusion. Thoracentesis was done and approximately 22 mls of hyperal and lipids were removed. A chest x-ray was done prior to removal, which indicated the line was in the appropriate position and aspirate from both lumens yielded a good blood return.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.